Event description:
It has been reported to philips that the wireless footswitch is flashing red. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Due to limited information, it is inconclusive if the flashing red light was caused by a battery or a connection issue. There are two generations of footswitches being used in the field. The current wireless footswitch uses a software which has an ongoing medical device correction/field safety corrective action (2021-igt-bst-020). This complaint is about a wireless footswitch of a previous generation which does not use the affected software bug. Currently, there are no wireless footswitches or base stations available for replacement. The customer was advised to use the wired footswitch until a wireless footswitch will become available for replacement. Updated codes based on investigation.